Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "surgery delayed" (no code available). Product problem: "system message" (device displays error message). The site reported that a sys message was displayed. The sys was rebooted and the surgery was completed without incident.